Manufacturer narrative:
Pump received with intermittent button response due to flattened bolus, esc and cracked liquid crystal display window. No unlocked j2/liquid crystal display keypad connector.

Event description:
It was reported that the escape button was mushy. The customer¿s blood glucose level was unknown. The insulin pump will be returned for analysis.